Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure device removal'), bacterial infection ('infection with IV antibiotics') and abscess ('abscess') in a 37-year-old female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced bacterial infection (seriousness criteria hospitalization and intervention required) and abscess (seriousness criteria hospitalization and intervention required). The patient was treated with antibiotics and surgery (essure removed). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal, bacterial infection and abscess outcome was unknown. The reporter considered abscess, bacterial infection and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2020: quality safety evaluation of product technical complaint based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), perforation ('other organs perforation '), fallopian tube perforation ('fallopian tubes perforation '), device dislocation ('migration of the essure device to the abdominal / pelvic cavity'), bacterial infection ('infection with IV antibiotics') and abscess ('abscess') in a 37-year-old female patient who had essure (batch no. E01913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), bacterial infection (seriousness criteria hospitalization and intervention required), abscess (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain "), back pain ("chronic back pain "), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction "), autoimmune disorder ("autoimmune reactions "), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy "). The patient was treated with antibiotics and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, perforation, fallopian tube perforation, device dislocation, bacterial infection, abscess, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abscess, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: legal claim received. Lot number provided. Events added: chronic abdominal pain, chronic pelvic pain, chronic back pain, excessive bleeding, unintended pregnancy, device ineffective, migration of the essure device to the abdominal / pelvic cavity, uterine/fallopian tubes/other organs perforation, allergic/auto-immune reactions, headaches, chronic fatigue, weight changes, hair/tooth loss, mood changes, anxiety, depression. The event medical device removal was deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), perforation ('other organs perforation '), fallopian tube perforation ('fallopian tubes perforation '), device dislocation ('migration of the essure device to the abdominal / pelvic cavity'), bacterial infection ('infection with IV antibiotics') and abscess ('abscess') in a 37-year-old female patient who had essure (batch no. E01913) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criterion medically significant), fallopian tube perforation (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), bacterial infection (seriousness criteria hospitalization and intervention required), abscess (seriousness criteria hospitalization and intervention required), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain "), back pain ("chronic back pain "), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction "), autoimmune disorder ("autoimmune reactions "), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety ") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy "). The patient was treated with antibiotics and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, perforation, fallopian tube perforation, device dislocation, bacterial infection, abscess, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, abscess, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. Batch no e01913 production date 2015-05-20 expiration date 2018-05-28 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("uterine perforation"), perforation ("other organs perforation "), fallopian tube perforation ("fallopian tubes perforation "), embedded device ("the coils measure approximately 1.0 cm in length and are embedded at the fundus."), device dislocation ("migration of the essure device to the abdominal / pelvic cavity"), bacterial infection ("infection with IV antibiotics") and abscess ("abscess") in a 37 year-old female patient who had essure inserted (lot no. E01913) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of thyroidectomy in 2008 and , vaginal discharge, ovarian cyst, hydrocephalus, drug allergy (vomiting), abnormal uterine bleeding, menses irregular, seizure, hydrocephalus, nulli gravida and nulliparous. The patient had a family history of breast cancer and stomach cancer. Concurrent conditions were listed as ovarian cyst, abdominal pain, nausea, abdominal pain, breast pain, headache, vaginal yeast infection, right lower quadrant pain, tingling, numbness, bloating and vaginitis. Concomitant products included micronor (norethisterone) since 28-mar-2016, ondansetron for nausea, hydromorphone for pain, naproxen for pain and tylenol (paracetamol) for pain. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criteria medically important and intervention required), perforation (seriousness criterion medically important), fallopian tube perforation (seriousness criterion medically important), embedded device (seriousness criterion medically important), device dislocation (seriousness criterion medically important), bacterial infection (seriousness criteria hospitalisation and intervention required), abscess (seriousness criteria hospitalisation and intervention required), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain "), back pain ("chronic back pain "), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy "), hypersensitivity ("allergic reaction "), autoimmune disorder ("autoimmune reactions "), headache ("headaches "), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes "), anxiety ("anxiety ") and depression ("depression"). The patient was treated with antibiotics as well as surgery (bilateral laparoscopic hysterectomy, bilateral salpingectomy, and cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, abscess, alopecia, anxiety, autoimmune disorder, back pain, bacterial infection, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: essure coil deployed, right side -5 coils visible. Essure coil deployed, left side- 3 coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on 09-dec-2016: successful tubal occlusion. Essure devices in good position [pathology test] on (B)(6) 2018: please confirm and document 2 essure coils in specimen specimen(s) received: uterus, cervix, bilateral fallopian tubes final diagnosis: total hysterectomy and bilateral salpingectomy: uterus: -secretory phase endometrium, negative for hyperplasia and malignancy -leiomyoma cervix: -no pathologic diagnosis fallopian tubes (bilateral): -metal coil identified at the base of each tube and associated with microscopic foreign body giant cell reaction and luminal fibrosis -negative for malignancy gross description: it consists of a uterine corpus with attached cervix and bilateral fimbriated fallopian tubes. Attached fimbriated right fallopian tube: length 7.5 cm, diameter 0.7 cm attached fimbriated left fallopian tube: length 6.7 cm, diameter 0.6 cm the external surfaces of the right and left fallopian tubes are blue-grey, smooth and shiny. The lumens are patent. At the base of each fallopian tube a single metal coil is identified on each side. The coils measure approximately 1.0 cm in length and are embedded at the fundus [ultrasound pelvis] on (B)(6) 2016: 1 month after surgery, largest functional cyst 2.2 cm, tender over the right ovary at the time of imaging, appendix not identified.; on (B)(6) 2017: impression: prior' hysterectomy. Simple left ovarian cyst noted.; on (B)(6) 2018: clinical indication : essure coils placed 2016. Right lower quadrant pain. Interpretation: no cause of right lower quadrant pain identified [ultrasound scan vagina] on (B)(6) 2016: clinical history: planning tubal ligation, lmp (B)(6)2016. Opinion: 1. Non-homogeneous fundal aspect of the endometrium measuring up to 1.2 cm in thickness favored to be physiologic. 2. Right ovarian 3,4 cm complex cyst. This probably represents a hemorrhagic cyst, with differential diagnosis listed above. Recommend follow up ultrasound in 6-8 weeks to ensure resolution. 3. Small left 1.6 cm and 1.3 cm ovarian follicle/simple cyst; on (B)(6) 2016: re: cyst and has req for repeat ultrasound in 6-8waeks, pt reports that she an ovarian cyst was found on pelvic ultrasound done -8years, ago but unsure if it was right or left side; on (B)(6) 2016: clinical history: follow up ovarian cyst, dlmp (B)(6) 2016 opinion: 1. Physiologic appearing bilateral ovarian cysts. Specifically, right ovarian t.3 cm complex cyst with appearance typical for a collapsed corpus luteal cyst( with the 3.4 cm more hypoechoic septated cyst seen (B)(6) 2016 , no longer visualized) , most compatible with interval resolved hemorrhagic cyst.; on (B)(6) 2016: o have "coils" that were inserted re-checked. Pt reported tenderness to abdominal during exam, ultrasound images reviewed by radiologist and pt advised by radiologist that ultrasound appears normal but that he could not r/o appendicitis and recommended that pt follow/up with md. Opinion: essure device in appropriate position. No pelvic collection identified. No additional pelvic abnormality identified on ultrasound today. Please note that the appendix has not been identified. The patient is very tender to focal palpation of the right lower quadrant overlying the right batch no e01913 production date 2015-05-20 expiration date 2018-05-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 08-apr-2024: medical record received. New event device embedded added. Lan data including surgical pathology report added. Medical history, concomitant conditions & drugs are added. New reporters are added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure device removal'), bacterial infection ('infection with IV antibiotics') and abscess ('abscess') in a (B)(6) female patient who had essure inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 1 year 11 months after insertion of essure. On an unknown date, the patient experienced bacterial infection (seriousness criteria hospitalization and intervention required) and abscess (seriousness criteria hospitalization and intervention required). The patient was treated with antibiotics. At the time of the report, the medical device removal, bacterial infection and abscess outcome was unknown. The reporter considered abscess, bacterial infection and medical device removal to be related to essure. The reporter commented: more than one essure related surgery: no; ectopic pregnancy: no; sepsis: no; blood transfusion: no. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.